Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pin 5 of jp4 was burnt. (B)(4) replaced the power flex circuit to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the unit had burn marks on the ac input plug. It is unknown at this time whether there was any patient involvement associated with this component.